Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery, after removing the cortex, the surgeon noticed lint through the microscope and then went back in with irrigation/aspiration to try and remove the lint; no further lint was noted. The posterior capsule ruptured and the surgeon then had to implant the intraocular lens in the sulcus. The case was completed. Additional information and product sample have been requested for this report.

Manufacturer narrative:
The custom pack lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. Although a sample was not returned the drawing of the customer's pack was reviewed and various sources were identified as potential lint contributors that naturally produces lint or fibers for example, cotton gauze, gowns, back table cover, eye pad, and paper products. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).